Event description:
The trach head cracked on one (1) size 6 fen, low pressure cuffed tracheostomy tube. This was detected after the 6fen device was in use for fifteen (15) days. It was also reported that device is cleaned and soaked in h202 and sterilizing solution. This cleaning practice is contraindicated to device labeled instructions for use (IFU). In addition, a "do not resterilize" warning statement appears on both primary and secondary device packaging. Ther was one pt involved with no reported pt compromise. 6 fen device was returned to MFR on 3/26/97 and processed to quality analytical laboratory for analysis and investigation.